Event description:
Rptr complains of chronic fatigue, severe back pain/hip pain, ankles give out-sprain about once a month. Left knee gives out & hurts, headaches, allergies, intolerance to any form of exercise. Connective tissue/atypical rheumatic syndrome.